Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9736217 (unknown serial/lot). H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while testing the system, the system displayed a localizer and emitter not connected error when both were plugged into the system. Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while testing the system, the system displayed a localizer and emitter not connected error when both were plugged into the system. There was troubleshooting present. Both connections were verified to be properly seated at the back of the monitor, the cables were visually inspected for the emitter and instrument interface, and the diagnostic tool was ran which displayed no connections (when both emitter and instrument interface box were connected) and a system fault error. There was no patient involvement.

Event description:
Additional information received indicated the new all-in-one (aio) computer was not functioning as designed. The new aio did not fully boot up, it just flashes and then has the black screen. Additionally, the power connection and black plastic housing at the back of the system was loose.

Manufacturer narrative:
H2) additional information in section b5. H6) multiple annex a codes were applied for this event. Annex a a05 captures the loose power connection and black plastic housing, annex a a0902 captures the black screen, and annex a a110201 captures the system not fully booting up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, serial/lot #: (B)(6) product ID:9736217r , serial/lot #:(B)(6) h2-3) a manufacturer representative went to the site to test the navigation system. The computer was replaced and the system performed as intended. Codes: b01, c07, d02 h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had electrical failure. The power led would not come on and the system would report a localizer not connected error. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.